Manufacturer narrative:
This follow up report is being filed to relay additional information. Visual inspection of the returned device, revealed the returned tasp exhibits signs of repeated use and had fractured lateral side of the central post. All parts were returned. The device was manufactured in march of 2014 and had an approximate field life of three years with an unknown frequency of use. Device history report was reviewed and no discrepancies were found. Review of complaint history identified one hundred seventy eight additional complaints for the reported issue and five additional complaints for the same lot. The fractured tasp component was manufactured prior to design modification. The root cause was determined to be a design deficiency which corrective action has been initiated. The complaint was considered confirmed as the returned tasp was fractured. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500 a will be submitted. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional is fractured. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.